Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed trailing haptic was folded underneath lens. The procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).